Manufacturer narrative:
H10: a lot history review was performed. The device was not returned; however, medical records were provided and reviewed. The investigation is confirmed for filter tilt and retrieval difficulties. However, the definitive root cause is unknown. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter was allegedly difficult to remove and allegedly experienced malposition of the device. This information was received from a single source. The alleged difficulty removing and malposition involved a patient with no known impact to the patient. The patient is a 61-year-old female; weight was not provided.

Manufacturer narrative:
The device was not returned. A lot history review was performed. This is the only complaint to date for this lot number. Images were not provided. Medical records were provided and reviewed. Approximately two years post filter deployment, multiple unsuccessful attempts were made to remove the filter. But, it was unable to engage the filter with the retrieval device as there was a fibrin cap associated with the retrieval hook. It was also noted that there was mild filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using a retrieval device but were unsuccessful due to fibrin cap associated with the retrieval hook. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter was allegedly difficult to remove and allegedly experienced an obstruction and malposition of the device. This information was received from a single source. The alleged difficulty removing, obstruction and malposition involved a patient with no known impact to the patient. The patient is a (B)(6) year-old female; weight was not provided.